Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned screw (item #(B)(4)), which was packaged with the articular surface item #(B)(4), lot #63880005 identified no visible damage to the threads. The screw passed the dimensional analysis and was conforming to print specifications. Medical records were not provided. However, the information provided indicates that the decision to use the screw from a non-compatible product was an error, before a screw of the correct size was finally used. Review of the device history record(s) for item #90597003017, lot #63880005 and the associated screw #00596019002, lot #63886023 identified no deviations or anomalies related to the reported issue during manufacturing. Review of the products determined that no failure was found as the products are within specification(s). No further investigation or action is required after review. The wrong screw (too short) was selected to assemble the articular surface to the tibial implant. The root cause of the reported issue is attributed to a user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04144. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, a scrub tech accidentally threw out the locking screw for a tibial insert. A screw was retrieved from a thinner tibial insert and was attempted to be used, but it would not lock the tibial insert into the tibial tray. The procedure was completed with a screw from another tibial insert of the same size. Attempts to obtain additional information have been made; however, no more is available.